Manufacturer narrative:
Using an image of the washtower, the investigation determined the metal waste line connector did not have a sharp edge and the end of the connector for the tubing was manufactured as specified. Review of the procedure determined it was clearly written and was comprehensive. Hazard and precaution information was also given. Based on the available information, the issue was due to a handling error during the procedure and no instrument error occurred. Retraining of the technician was suggested to ensure avoidance of a future reoccurrence.

Event description:
A roche employee working at the hospital reported that a user received a "needlestick" injury while attempting to remove a sample clot from the ise tower of the analyzer. While preparing to clean the mixing cup of the ise tower, the metal waste line connector penetrated the user's glove and finger. The user was transferring the part from one hand to the other; therefore the injury was the result of a tearing motion more than a stabbing motion. The user forced the injury to bleed and placed the affected finger under running water. The user reported the incident to occupational health and was seen in the accident and emergency department for baseline blood testing. Per policy at the site, gamma-globulins and (B)(6) medications were also administered as a prophylactic treatment. The treatment was finished on (B)(6) 2011. The user was currently well with no adverse effects.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).